Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and stent elongation was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported deployment issue and stent elongation. It may be possible that the vessel diameter was narrowed in some locations causing the stent to elongate during deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The lesion was pre-dilatation with a 5.0x200mm armada balloon catheter. An attempt to deploy a 5.5x200mm supera self-expanding stent was made; however, the stent started to elongate and came out from the sheath. Multiple attempts to deploy at nominal state were made, but all attempts failed, and the stent kept elongating. The stent and stent system were removed under fluoroscopy and the procedure was successfully completed with a new 5.5x200mm supera stent. The patient is doing good. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.